Manufacturer narrative:
In response to FDA report number mw5086288. The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation is infection. Further information from the reporter regarding event, product, or patient details is not available as no additional contact information was provided. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported unknown side "I have found that there are upwards of 100,000 women with the same or similar issues post implant", ¿experience issues", immediately post implant with a series of serious infections¿, ¿feel like there's a vice around my rib cage¿, ¿I have constant pain around the implants and on my ribs¿, ¿burning throbbing muscle pain¿, ¿extensive joint pain¿, ¿skin painful¿. Device status is unknown.